Event description:
Customer called to report a sensor anomaly on the insulin pump. Customer reported a bent needle on the sensor. Customer stated that the insulin pump did not alarmed threshold suspend. Customer's blood glucose levels were not included in the report. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.